Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was an attempt to clip 2 pieces of tissue together and it would not open and attached to the tissue then 2nd try clip misfired. The procedure was a robotic left pyeloplasty.

Event description:
It was reported that there was an attempt to clip 2 pieces of tissue together and it would not open and attached to the tissue then 2nd try clip misfired. The procedure was a robotic left pyeloplasty.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73m1800474 was manufactured on 12/18/2018 a total of (B)(4) pieces. Lot was released on 01/04/2019. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 samples were taken from the current production p/n ae05ml auto endo5 ml lot# 73f1900475, samples were functionally inspected (fired) and issue reported "unit misfired" was not observed in the current manufacturing process the clips were loaded, closed and released correctly. Revision of fmea-08-029 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. This sample is for tc 1900069896 and tc 1900069929. The sample was reviewed with a r & d engineer. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent and the jaws partially closed. No clip was in the first position of the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. No clip fired. The sample was disassembled to inspect the internal components. It was found that the bridge was broken at the proximal end. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The bent rotation tab is an indication that the clips were out of position and stacking on one another in the channel. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "unit misfired" was confirmed based upon the sample received. The sample was returned with the rotation tab bent and no clips remaining. The bent rotation tab is an indication that the clips were out of position and stacking on one another in the channel. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that there was an attempt to clip 2 pieces of tissue together and it would not open and attached to the tissue then 2nd try clip misfired. The procedure was a robotic left pyeloplasty.